Event description:
Additional information received indicates the lead was not liable.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-12817, 1627487-2019-12818. It was reported the patient¿s leads had migrated. The issue was confirmed via x-rays. Surgical intervention may take place at a later date.